Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen and unexpected shutdown issues were verified. Based on the analysis, the alleged battery hot to touch issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump was "extremely hot" to touch and subsequently unexpectedly shutdown. The pump was turned back on, and the touchscreen was unresponsive to presses. Customer¿s blood glucose (bg) level was 600 mg/dl with trace ketones. Customer delivered a manual injection to address the elevated bg level. Reportedly, customer had manual injections as alternate insulin therapy.